Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The delivery system was returned without handle and safety clip. Furthermore, the outer sheath was found shifted in the distal direction. Even though the stent was found partially deployed the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors that could have led or contributed to the reported event have been evaluated. As this is an isolated incident no previous similar investigations could be reviewed. The event of the safety clip detachment and prematurely deployed stent may be associated with rough handling during shipping, storage or preparation of the device. Difficult anatomic conditions may result in high friction force and subsequent stent dislocation while advancing the delivery system and may finally result in a premature stent deployment. In this case it was reported that the system passed a tight stenosis which lead to mechanical stress. Additionally, it was reported that the translucent clip detached while passing the stenosis. Not using an introducer sheath may be also a contributing factor for the premature stent deployment. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding damaged equipment the IFU states: "visually inspect the bard® e-luminexx® biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.". Furthermore, the IFU states "a removable red safety clip (k) prevents accidental or premature stent release. Do not remove the safety clip (k) until you are ready to deploy the stent", and "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device". Additionally, the IFU demands for use of an introducer sheath.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # k063532. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details.

Event description:
It was reported that during advancement of the delivery system to the lesion site, the safety clip detached from the delivery system leading to the premature deployment of the biliary stent. Reportedly, the stenosis was tight. The delivery system was removed and another device was used to complete the procedure successfully. No patient injury was reported.